Event description:
It was reported that the patient underwent a posterior spinal surgery at t7-l2 to treat an adjacent level fracture at t10 following a bkp at t11. Immediately post-op, the patient developed disseminated intravascular clotting, breathing was reduced and suffered cardiac arrest. The surgeon performed cardiac massage and the patient recovered. The following day, the patient was pulled back to consciousness and was extubated. However, the patient had difficulty urinating, 3 days post-op the patient passed away due to renal failure.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.